Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Sales force case #(B)(4). Npi 8100 failing patient side. There is no patient involvement.bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(6). During pm, biomed has a 8100 failing patient side occlusion. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Recommend to biomed to replace the set used for patient side occlusion. Next to replace the platen assembly, mechanism assembly, and lastly the logic board. Biomed will try the troubleshooting steps and call back if needs any further assistance. Ref: (B)(4).